Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and warmth at the ipg site. The physician was unsure if infection was device related and did not believe that it was procedure related. The patient underwent an explant of the ipg and was placed on keflex antibiotics.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and warmth at the ipg site. The physician was unsure if infection was device related and did not believe that it was procedure related. The patient underwent an explant of the ipg and was placed on keflex antibiotics.

Manufacturer narrative:
Additional information was received that the patient's lead and extensions were explanted. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.